Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was in shut down mode. The patient reported not having any arrhythmia problems and no shocks were given. Six months prior to shut down, the device had >40% remaining battery life.